Manufacturer narrative:
This report is being submitted as follow up no. 1.

Event description:
Additional information was received on december 7, 2017. The device was making a squealing noise during deployment and the compaction tube was not advancing. They cut the suture and manually tamped down the collagen plug using a dilator. They were unsure if they compacted it enough, so they applied manual pressure.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See mdrs 2243441-2017-00203.

Event description:
The user facility reported that involved angio-seal evolution did not deploy properly. The following information was provided by the user facility: the device was very noisy when pulling back. Pressure was held for twenty minutes for both patients. The patient was in good condition and the procedure outcome was good. Additional information was received on october 30, 2017. There was no blood loss. There was no other device or equipment being used with the reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used 6fr angio-seal evolution was received for product analysis. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood-like substance was present along the body of the evolution. The compaction tube could be seen partially exposed from the carrier tube assembly. Only the compaction mark could be seen fully exposed from the carrier tube assembly. The suture was observed not passing through the compaction tube. The suture appeared to be knotted with the distal tip caught in the manufactured slit of the carrier tube assembly. Neither the collagen or the anchor were returned. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The button was partially stiff. The gap between the upper and lower handles of the evolution measured 0.038". The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in a partially distal position and properly seated in the grooves of the lower handle. The drive gear was found properly seated. The suture could be seen tethered to the spool, but there were no turns of suture remaining on the spool. The rack was found in the distal position with no portion of the rack remaining proximal to the gearbox assembly. Functional testing was then performed on the gearbox assembly. Tension was applied to the suture. The suture would not progress forward due to the excessive blood like substance within the carrier tube assembly. The rack was reversed and the carrier tube assembly was removed. The gearbox assembly functioned as intended advancing the rack forward when tension was applied to the suture. The sample could not be confirmed for deployment difficulties. The suture being outside of the compaction tube and tangled at the manufactured slit of the carrier tube assembly is likely due to the user re-inserting the compaction tube. The noise the user reported could not be replicated and the device could not be confirmed for deployment difficulties due to the condition of the returned device. The returned device is consistent with the deployment of the anchor and the collagen. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.